Event description:
The device was used during a laparoscopic "onoctomy" procedure. Reportedly, the approximating lever did not close. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.